Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion. Single use device discarded.

Event description:
The consumer reported a false negative result with the binaxnow covid-19 ag self-test. Confirmation testing was performed on the same day with two other home-tests (seimans and pilot) which generated positive results. The patient did not allege to be symptomatic. No additional patient information, including treatment and outcome was provided.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 219035 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number195-160 / lot 219035 and device part number 195-430h / lot 217044. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 219035 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue; however, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample. H3 other text : single use device discarded.

Event description:
The consumer reported a false negative result with the binaxnow covid-19 ag self-test. Confirmation testing was performed on the same day with two other home-tests (seimans and pilot) which generated positive results. The patient did not allege to be symptomatic. No additional patient information, including treatment and outcome was provided.